Event description:
Pt began experiencing breakthrough pain approximately 2-3 months prior to report date. A dye study was performed which showed no problem with the system. The physician decided to do a revision on the catheter, and while checking the catheter at the point of anchor, the catheter broke below the anchored site, and the distal portion entered the intrathecal space. A request has been made for add'l info from the initial reporter, but no further info is available as of the date of this report.